Manufacturer narrative:
H 6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injuries could not determined due to insufficient clinical details.

Event description:
The complainant reported that the circulatory support pump required multiple repositioning attempts due to recurrent migration of the device in and out of the left ventricle, with the physician noting that the frequency of migration was unusually high. The patient was described as agitated and repeatedly moving, leading to the initiation of sedation, and the recurrent migration was considered most likely related to patient movement associated with agitation, confusion, and suspected substance withdrawal. During support, thrombus formation was also observed, along with additional difficulty maintaining stable device positioning. The device was later removed, and the patient survived the procedure, with no further information provided regarding device performance, patient condition, or potential product return.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.